Event description:
In 2008, it was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy (weight unknown). During the procedure, the clip would not open when advanced out of the catheter, it was dangling and fell off. The physician left it in the patient to pass on its own and completed the procedure with another resolution clip device. There were no patient complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.